Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's right shoulder was revised after patient suffered several falls and complained of pain. The glenoid baseplate was found to have loosened. Surgeon decided to use bone allograft in the glenoid and a humeral head on the existing stem.

Event description:
It was reported that patient's right shoulder was revised after patient suffered several falls and complained of pain. The glenoid baseplate was found to have loosened. Surgeon decided to use bone allograft in the glenoid and a humeral head on the existing stem.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.